Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump delivers inaccurately resulting in hypoglycemia requiring third party intervention. Caller reportedly felt unwell and took dextrose tablets to bring her into normal ranges; blood glucose reading dropped to 3.3 mmol/l. Customer removed pump and took food and snacks without correction then ate lunch and replaced the pump; lost consciousness. Husband removed pump, gave glucagon and called for an ambulance. Upon arrival ambulance administered another dose of glucagon and transported customer to hospital where she received a glucose drip. Requested return of the alleged device for evaluation.